Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between april 11-15, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed; however, the photograph showed the devices¿ lot number and tubing and therefore the reported issue could not be confirmed or refuted. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor stopped delivery during patient infusion. The expected medication time was 46hour. However, after 24hours infusion, the drug solution did not flow at all. The device contained 72ml fluorouracil and 28ml saline having a total fill volume of 100ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.